Event description:
A pt called in 2002, alleging that the one touch basic enhanced meter was giving inaccurate low readings. Pt tests blood glucose 4 times a day and takes a set amount of glucophage, 2 pills in am, 2 pills in pm. Pt is also on a sliding scale with humulin r insulin. Pt was getting low readings for a few days "in the 20s and 30s". Pt had continued taking their glucophage during that time, "but did not think that insulin was necessary since readings were that low". Pt did not feel any symptoms. "One night, pt started feeling dizzy and light-headed". Pt tested on the meter with a low reading, but does not recall the result. Pt called their doctor and was advised to eat a candy bar and drink orange juice and then go the hospital right away. Pt did that and went to the emergency room. They tested the pt on the ER meter with a result of 278mg/dl. They gave the pt an insulin shot and kept them there for monitoring. Later at the ER, they tested the pt with a result of 378 and a few mins later a result of 500mg/dl unk if it was a lab test or on ER meter.